Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Event description:
It was reported that the pump was dropped and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 202 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.